Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient's voiding pattern was normal at discharge. In 2008, the patient experienced stress and urge incontinence which was worse since surgery. A vaginal examination was performed and no abnormality was detected. The patient also experienced occasional sharp pain in the vagina and dull pain in right groin and lower abdomen when pressure was applied. Mobility was normal. The event did not require pain relief. The patient was referred to physiotherapy for pelvic floor exercises and the continence nurse advisor for advice.